Event description:
Philips received a complaint on the heartstart xl+ indicating that the a charging issue. There was no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the battery,which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.